Event description:
Per the clinic, the patient experienced an infection at the implant site and migration of the electrode array. The device was explanted on (B)(6) 2014. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, march 17, 2015.

Manufacturer narrative:
(B)(4).